Event description:
It was reported to olympus their evis exera iii xenon light source experienced an e200 error during preparation for us during an unspecified therapeutic procedure. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code e200 due to a turret motor being loose, causing erratic movement. The specific root cause of the turret motor being loose could not be determined at this time. A bad scope socket slider switch that was stuck, causing high intensity mode to not work and the bottom chassis being rusted were also found; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.